Manufacturer narrative:
(B)(6). Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic ion-selective electrode (ise) results. The service documentation revealed that the tubing to the flowcell inlet was loose, a leak was present at the reference valve, and the buffer valve failed. The fse replaced the valves and tubing line 5 which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified loose tubing to flowcell inlet, a leak at the reference valve, and a failing buffer valve which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The customer reported erratic ion-selective electrode (ise) results. The instrument would not pass ise calibration. The device was available for evaluation. No patient consequences or adverse patient effects were reported as a result of this event.